Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: when the firing knob was broken off of the device, did it fall into the patient. -- no

Event description:
It was reported that during an unknown procedure, in the operating room at a demonstration master class, a case of a breakdown of the ntlc linear stapling-cutting device occurred - when stitching, the knife jammed in the cassette and the stitching handle was torn off.

Manufacturer narrative:
(B)(4).batch # r58e3f. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.